Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the v200 ventilator had no tidal volume display. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm.

Manufacturer narrative:
The customer reported that the device was not displaying a tidal volume. During follow up with the key market, it was determined that the device had a non-invasive ventilation due to a large air leak. The km reported that this was cause due to the mask not being good enough to avoid air leakage. It was determined that there was no malfunction with the suspected device. The issue was caused due to user setup, and using a mask that would not avoid air leakage. There was no malfunction of the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.